Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore¿ dryseal flex introducer sheath (dsf) for thoracic aortic aneurysm. The patients abdominal aorta had been replaced to y-shaped graft before the procedure (details unknown). An attempt was made to insert 20fr 65cm sheath (dsf2065) from the left femoral artery, but the dsf2065 stuck at the anastomotic site of y-shaped graft. Attempts were made to use the pull-through wire technique and dilator insertion, but these were unsuccessful. It was decided to exchange the dsf2065 to 20fr 33cm (dsf2033). The dsf2065 was removed, then blood pressure decreased and vascular damage was suspected. The dsf2033 was advanced, and occlusion was performed using a balloon catheter. The vitals became stable. The left internal iliac artery was embolized and two stent grafts were deployed to treat the rupture. The procedure for thoracic aortic aneurysm will be performed in the future. The physician stated as follows; the event was expected. It was a difficult case to access, so it can't be helped.